Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 266 mg/dl (B)(4) and 94 mg/dl (B)(4). No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, strips have been used and are no longer available. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).